Event description:
It was reported by service report that the bed had intermittent power. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: bent power and ground prongs.